Event description:
Customer reported device = 258 gm/dl. Customer went to the hospital 30 minutes later. Hospital device = 142 mg/dl. No treatment was received. Controls were out of range. A request was made for return product and replacement product was sent.